Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. At the beginning of the procedure, the guidewire became stuck. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.